Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker along with right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms prior to a cardioversion. After her cardioversion the impedance had decreased to 420 ohms. During range of motion testing and isometrics the impedance measurement increased back to greater than 2500 ohms. An x-ray did not reveal any significant findings. The cause of the high out of range pacing impedance measurement was not able to be determined. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.